Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The arctic sun 5000 was evaluated upon receipt. During decon, it was found that the unit was primed to fill. Circulation pump was serviced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they would like to get a quote for the 2k hour preventive maintenance and loaners for three arctic sun devices. Biomed provided s/n (B)(6). Also, s/n (B)(6) was missing the back panel covering. Per sample evaluation results on 15apr2025, control panel was not booting up, used u.I. To complete decon. Right drain valve was missing. Unit was primed to fill. Missing pem nut from shell.